Event description:
As reported by the field, during a coil embolization, a 5x15 orbit galaxy coil (640cf0515, 30633037) was bring used as the first coil. The physician felt strong resistance while advancing the coil through the headway17 microcatheter (mc). It was proximal mc area. The physician couldn't figure out the reason of the resistance and stiffness when he advanced the coil. The physician used a same like product and the procedure was successfully finished. Based on the analysis of the device received, the embolic coil was found stretched.

Manufacturer narrative:
Product complaint # (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. The embolic coil was found stretched, meeting regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a coil embolization, a 5x15 orbit galaxy coil (640cf0515, 30633037) was bring used as the first coil. The physician felt strong resistance while advancing the coil through the headway17 microcatheter (mc). It was proximal mc area. The physician couldn't figure out the reason of the resistance and stiffness when he advanced the coil. The physician used a same like product and the procedure was successfully finished. A non-sterile og tdl cmplx fill coil 5x15 was received inside of a pouch. Visual inspection of the returned device revealed that the device was noted to be in good conditions (i.e., no kinks or damages). Under microscopic magnification, the embolic coil was observed to be stretched, but it was still attached to the headpiece. The headpiece was still inside the gripper. Due to the embolic coil being already stretched, the functional test could not be performed. The device was returned to cerenovus for further evaluation. Visual inspection of the returned device revealed that the orbit coil was noted to be in good conditions (i.e., no kinks or damages), under microscopic magnification, the embolic coil was observed to be stretched, but it was still attached to the headpiece. The headpiece was still inside the gripper. The stretch on the embolic coil could have been caused when the embolic coil was tried to be advanced into the microcatheter and did not pass through. No contributing factors were identified from the device. Coil stretching is a known potential issue associated with the use of this device. The instructions for use (IFU) provides proper handling instructions for the device to prevent such issue from occurring. The resistance encountered during the procedure could not be tested since the embolic coil was already stretched. However, the customer complaint can be confirmed based on the secondary damage encountered on the embolic coil. A manufacturing record evaluation was performed, and no non-conformance was found during the review. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) does contain the following precaution: never advance, withdraw, or torque the delivery tube against resistance without first determining the cause of resistance under fluoroscopy. Manipulation of the delivery tube against resistance can cause damage and/or premature detachment of the coil. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failures and damages on the returned system. Multiple attempts to obtain additional information were unsuccessful. If information is provided at a later date, the file will be reopened and processed accordingly. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.